Event description:
It was reported the pt experienced an overdose type symptoms and was being transported to the ER. No specific symptoms or further outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.